Event description:
It was reported to philips that the system was unable to boot up, stalling at philips logo. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was identified that this is a re-occurrence complaint from an already reported complaint. The investigation has been addressed in philips reference: 6490404. This complaint will be closed. The codes were updated based on the investigation outcome.